Event description:
The customer reported [the device had] no power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported [the device had] no power. No pt involvement was reported. As of (B)(6), 2012 the customer has opted not to have philips evaluated the device. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available info.